Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her cervical scs ipg and external devices and is no longer receiving stimulation. It is unknown when the patient last charged. As a result, surgical intervnetion will be taken at a later date to address the issue. Please reference MFR. Report: 1627487-2015-10240 for issues with pns ipg.